Manufacturer narrative:
Concomitant medical device: 6945-65 lead, implanted on (B)(6) 1999.

Event description:
It was reported by the patient that a few months after implant of the left ventricular (lv) lead, the lead "was broken or it became disconnected." Communication with the clinic confirmed that the lv lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.